Manufacturer narrative:
On investigation, the display was noted to be dim/faded/discolored, the battery compartment was cracked above and below the bumper pad and on the side at the threads. There was moisture corrosion found inside the battery compartment. A leak test was performed which revealed moisture leakage at the battery compartment cracks. The threads on the battery cap that was returned with the pump for investigation were found to be damaged.

Event description:
The pump was returned for investigation. Investigation revealed a dim/faded/discolored display, a cracked battery compartment, moisture ingress into the battery compartment and a damaged battery cap. This report is made based on results of investigation completed on (B)(6) 2015.